Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, one family member contacted emergency services because the patient was sweating profusely and experiencing significant shaking. He stated that he was hospitalized due to his sensor readings fluctuating erratically, which caused the pump to administer insulin that was not needed. The patient attempted to compare the sensor readings with his test strips and confirmed that the values were inaccurate, although he cannot recall the exact sensor or blood glucose meter readings. During the event, he remembers only that the sensor readings appeared high, but he cannot recall the specific value due to the time that has passed. Once emergency responders arrived at his home, he was immediately transported to jerold phelps community hospital. The patient does not remember what medications were administered during that visit. On (B)(6) 2025, the patient was transferred to (B)(6), where he remained until (B)(6) 2025. At the time of the report the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.